Manufacturer narrative:
Additional information has been requested from the field. This report will be updated upon its receipt.

Event description:
Boston scientific received information from the remote patient monitoring system that this right ventricular (rv) lead exhibited a high out of range shock lead impedance measurement. The patient was evaluated in clinic and will continue to be monitored. No adverse patient effects were reported. This product remains in service.